Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 640 mg/dl and the ketone level was large. Correction boluses were delivered in an attempt to lower the bg level. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The cause of the high bg was not known. The customer was treated with an insulin drip and fluids. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved.